Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during use of the pump at the surgical intensive care unit (sicu) department.. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing system error 345 occurred. A review of the event history log revealed multiple events of system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream thermistor was failing . The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.